Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation was able to confirm the reported short circuit error message. The short circuit error message was duplicated when the seal & cut button was activated. A visual inspection was performed on the teflon pad and found it is separated from the jaw exposing metal. In addition, char marks were noted on both the probe and the teflon pad. Based on the investigation findings, the root cause of the reported event is most likely related to the operator¿s technique. The instruction manual contains several warning and caution statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a hysterectomy procedure, a short circuit error message was displayed. The procedure was completed using a different thunderbeat device. No patient injury occurred.